Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen via an implanted pump for intractable spasticity. It was reported that the pump had 500 mcg/ml of gablofen in it since replacement in december, but when it was refilled in february, they filled with 1000 mcg/ml concentration, but programming was left at 500 mcg/ml. This resulted in the patient getting double the daily dose but with "no adverse side effects." It was noted that the pump would be filled again in late may with 1000 mcg/ml drug. The agent reviewed considerations around changing the drug information and programming a bridge bolus.